Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a coolseal reveal procedure on (B)(6) 2024, the surgeon reported that they could not seal small vessels during a thyroidectomy. Surgeon reported that there was an uncontrolled bleeding from small vessels which was easily managed but problematic, they had to use a harmonic to control the bleeding. Patient was doing fine. No other complications were reported. No other information available.

Manufacturer narrative:
The device was returned and visual inspection was conducted, a tiny piece of tissue was found within the knife hole. Knife could be actuated and retracted without any additional force (the knife was not protruding nor creating any sort of short/open circuit). Functional testing was conducted and the disposable could seal and cut as intended, the splay measurement was performed and it was inside the expected parameters. The device met the manufacturer´s specifications thus the complaint could not be confirmed. This observation will be monitored and trended.